Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
An optometrist reported a pt with dry eye of the left eye at one year lasik post-operative visit. Reported indicated the reported issue continues and has not yet resolved. At visit pt indicated that she uses "lots of drops and vision fluctuates." Additional info from reporter indicated pt was prescribed artificial tears, cyclosporine ophthalmic solution, and omega three vitamins and punctual plugs were inserted to treat reported issue. At post-operative slit lamb examination noted intermittent superficial punctuate keratitis (spk).